Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. The physician decided to replace the generator. The dr was able to establish communication with the generator and the generator was not at end of svc. He also informed us that the pt had improved seizure control with vns therapy.